Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements. No adverse patient effects were reported. This lead remains in service. No further information regarding this event has been received to date. Should additional follow-up information be provided in the future, this report will be updated as needed.